Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6); revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. (B)(6) was opened to address similar issues. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported the recharger was completely not working. They already tried resetting it and it was not charging at all, and now the implantable neurostimulator (ins) battery was at 0%. When the recharger was on the dock it was not responsive at all. The patient had tried different cords and different outlets and there was no damage to the cord or where it went in. The charging had been getting slower and slower progressively and stopped working completely this month.